Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. No. It was reported the patient has a treatment based on antibiotics, could you tell me if there was a prescription for oral prophylactic antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. The patient was given ceftriaxone sodium for injection 1g qd ivgtt for two consecutive days. Were prescription steroids administered? No. Were there signs or symptoms of infection after procedure? The patient may be infected due to water on the wound and poor sanitary conditions. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2022 and suture was used. After the surgery, the doctor used suture to sew the wound. On the 3rd day after the surgery, the nurse carried out routine examination on the patient's incision and found that the incision had symptoms of redness, swelling and induration with post op inflammation. After being diagnosed by the doctor, doctor were immediately given cleaning and disinfection combined with antibiotics. After 2 days, the above symptoms gradually improved and disappeared, and the line absorption was good. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's weight, bmi at the time of index procedure. Unknown. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown. On what tissue was the suture used? Subcutaneous tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Redness and swelling. Other relevant patient history/concomitant medications? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?ceftriaxone sodium for injection after operation. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Unknown. Does the patient have a known allergic history to any medical devices, food and/or medication?. Unknown. Was allergy testing performed? If so, please describe with results. Unknown. Are there any photos available? No. Were cultures performed? Results? No. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). The wound at the suture of michaelis' incision was slightly inflamed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The sanitary conditions of the health center itself are poor, and patients' wounds are contaminated with water. What is the patient's current status? Recovered and discharged.